Manufacturer narrative:
In an research article, an event of mvir due to mitral regurgitation was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
The article, "prospective evaluation of tmvr for failed surgical annuloplasty rings: mitral trial valve-in-ring arm 1-year outcomes", was reviewed. This research article is a prospective multi center experience to report 1-year outcomes of high-risk patients with failed surgical annuloplasty rings undergoing transseptal mitral valve¿in¿ring (mvir) with the sapien 3 aortic transcatheter heart valve(thv). Between january 2016 and october 2017, 30 patients underwent transseptal mvir procedure. Patient history included: diabetes, atrial fibrillation, chronic kidney disease, chronic obstructive pulmonary disease, heart failure, stroke, coronary artery bypass(CABG). It was reported that an (B)(6)-year-old female patient was previously implanted with a 28mm sjm seguin. The patient underwent mvir due to mitral regurgitation and was implanted with a 26mm sapien 3 valve. The article concluded transseptal mvir was associated with a 30-day mortality rate lower than predicted by the society of thoracic surgeons score. The primary and corresponding author is (B)(6).